Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient is in the ER and needing an MRI. Caller states that the pt said her scs is "not working," but caller had no additional detail to provide.